Event description:
Item #: 21-345; clearify visualization system; mfg covidien. The item was brought into the operating room and upon visual inspection of the item through the clear outer packaging it was noted that it was very discolored. The item was taken out of the room and given to the business manager.